Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had a syringe needle connectivity issue. The following information was provided by the initial reporter; material#: 309628 batch#: 3038025 verbatim: rcc received a complaint via email. Email(s) attached. "After medication was drawn from vial and the medication was expressed by the physician the needle came off of the syringe, wasting the medication.

Manufacturer narrative:
(B)(4). Syringe needle connectivity issue. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.